Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster referenced is being filed under a separate medwatch report number.

Event description:
It was reported that two graftmasters were implanted in order to treat a large perforation of a saphenous vein graft to the posterior descending artery; however, the perforation could not be completely sealed. A pericardiocentesis was performed and the patient was sent to the operating room. The needle from the pericardiocentesis broke off in the patient which was able to be removed with another needle. After further draining of the perforation it seemed to seal on its own. The patient was doing well and was discharged on (B)(6) 2017. No additional information was provided.